Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioiq meter was continually displaying an error 4 message. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 11:30 a.m., on (B)(6) 2016. The patient manages her diabetes with insulin pump therapy and claimed that she consumed more food and/or drink in response to the alleged issue. The patient reported that immediately after the alleged issue began she developed symptoms of feeling ¿sweaty, dizzy and nauseous¿. The patient denied receiving medical treatment as a result of the alleged issue. During troubleshooting, the csr noted that at the subject meter was not being used for the first time. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The patient confirmed that the subject test strips completely drew the sample in. The csr walked the patient through a retest; however, she was unable or unwilling to confirm if the alleged issue was resolved. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.